Manufacturer narrative:
It was determined after receipt of reportedly malfunctioning product for analysis and evaluation that the product was reported in error. Therefore, this report is considered void and will be rejected.

Event description:
It was reported that the attune femoral trial was found broken at qmc spd department. Update 8/29/2017 upon receipt of product for evaluation, it was identified by the product analyst that the product was not broken but was just deeply gouged. This changes the current MDR decision to reportability no. The MDR tree and medwatch will be updated accordingly to address these findings. Complaint updated on:8/29/2017

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral trial was found broken at qmc spd department.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial damage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.